Event description:
The balloon did not fully open. When the balloon opened, it was "gourd-shaped". Even with a syringe, the balloon did not fully open. The iab was not returned to datascope for evaluation. The iab was discharged by the facility. (Event complications: none from the event- reported 5/6/98.) (Pt's current status: unk- rpt'd 5/6/98.)